Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient overriding the dosage recommendation).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) 28.4mmol/l with extreme dizziness, very tired and small ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter stated that there was a change in physical activity level without adjustments to insulin regimen and a change in nutrition as well. The reporter stated that the patient overrode the dosage recommended by the bolus calculator. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in overriding the dosage recommendation.